Event description:
The lay user/pt called lifescan (lfs) on october 15, 2006, and alleged that her meter's backlight was fading. The medical affairs specialist spoke to the pt on october 16, 2006 and obtained and verified the following info. The pt reported that she was unable to read the display clearly due to the faded backlight. She attempted to test by shining a bright light on the display but she could still not read the results. She does not know how long she was having the problem with the meter. In 2006, she began to have a headache and a couple of days later she began feeling nauseous and vomiting. The paramedics were called and they took the pt to the hospital. Her blood glucose was 600 mg/dl and she was admitted for one week, with an admitting diagnosis of ketoacidosis. The pt takes 60 units of lantus at night and humalog insulin, which is based on the meter results. She claims she was guessing at the amount of insulin to take while unable to read the meter. This complaint is being reported, as the meter issue was not resolved with troubleshooting and the pt was unable to see the results on her meter, subsequently suffering from hyperglycemia with ketoacidosis. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.